Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The two additional trek balloon dilatation catheters (bdc) referenced, are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). During inflation of two (2) 2.50x20 mm trek balloon dilatation catheters (bdc) and one (1) 2.5x15 mm trek bdc to 14 atmospheres, there was leak of contrast at the end of the balloons. A leak was noted in the first trek and then the 2nd and 3rd were used to continue and ultimately complete the procedure. Reportedly, there was no resistance during advancement and the devices were prepped per the instructions for use (IFU). There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.